Event description:
The customer received result of 5.5 mmol/l on the aviva combo system, and 3.4 mmol/l on a professional inform ii system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the inform ii system (lot number 470559, expiration date 09/30/2013). Reference medwatch report with (B)(6) for the suspect device used in the aviva combo system.